Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 450 mg/dl and the pod alarmed during wear. The patient also reported symptoms of a cold/infection. The patient was treated with insulin utilizing intravenous therapy. The patient was discharged from the intensive care unit after three days.